Event description:
The customer reported that her insulin pump alarmed during the rewind/prime process. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test, and the device was unable to prime during rewind as a result of a loose drive support disk. The device had missing end cap sticker.